Event description:
It was reported via repair work order that the fowler was stuck elevated, and could not be lowered electronically or manually due to a weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck elevated, and could not be lowered electronically or manually due to damaged fowler ball screw assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler was stuck in an elevated position due to a damaged fowler ball screw assembly, not weldment as previously reported.